Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events, critical battery alarms and losses of power. Two batteries were returned for evaluation. The controller, was not returned after several attempts to obtain the device. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(4) alarm file revealed two critical battery alarms that were logged on (B)(6) 2016. The available data file starts on (B)(6) 2016 and does not cover the observed critical battery alarms that were recorded in the alarm files. The critical battery alarms were logged when battery (B)(4) and battery (B)(4) fell below 10% relative state of charge on (B)(6) 2016, respectively. The secondary power sources were above 25% rsoc for both events. Based on the available information, possible root causes can be attributed to the patient allowing the batteries to discharge below 10% rsoc, an estimation error and/or a battery malfunction. A review of the data file did not reveal power switching events. Three controller power up events with their associated motor start event were logged on (B)(6) 2016. Log files do not cover the first controller power up event on (B)(6) 2016. The second and third controller power ups were logged on (B)(6) 2016. At 18:16:04 hours, before both controller power-up events, (B)(4) was connected to power port one (1) with a capacity of 31% and (B)(4) was connected to power port two (2) with a capacity of 48%; power port two (2) was powering the controller. Two controller power up events were recorded at 18:17:31 and 18:20:52. After both controller power up events, at 18:35:48 hours, (B)(4) was connected to power port one (1) with a capacity of 95% and (B)(4) was connected to power port two (2), power port one (1) was powering the controller. (B)(4) experienced a disconnection after the controller power up event that may be due to a disconnection and reconnection of the battery by the patient. Based on the available information, a possible root cause of the reported losses of power (pump stops) can be attributed to a disconnection of both power sources. Failure analysis revealed that (B)(4) passed visual examination and functional testing. The reported power switching and loses of power could not be replicated during testing. Based on the available information, the reported critical battery alarms may have been due to the patient allowing the batteries to discharge below 10% rsoc, an estimation error and/or a battery malfunction. A possible root cause of the reported losses of power (pump stops) can be attributed to a disconnection of both power sources. Regarding the reported power switching events, a review of the data file did not reveal premature switching events. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat#1650de; exp date: 02/28/2017; mfg. Date: 02/28/2016; (B)(4); product return: 12/12/2016. Battery/(B)(4); cat#1650de; exp date: 02/28/2017; mfg. Date: 02/28/2016; (B)(4); product return: 12/12/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient noted that his controller was changing from port to port before the connected batteries were below 25% capacity.  The event could not be reproduced by manipulating the battery connections and/or cables. No damage or exposed wires were noted on the batteries or to the controller connections. The site further reported that the event was associated with critical battery alarms and with pump stop events.  The patient's two batteries were exchanged with no reported patient consequence.  The site indicated that they will consider a controller exchanged at the patient's next visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.